Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : device was not returned to manufacturing facility

Event description:
It was reported that there was a programming error involving oxytocin where a clinician inadvertently programmed a 10 unit bolus instead of changing the rate to 10 milliunits per minute. There was patient involvement but no harm.